Event description:
Two false positive results were reported with clearview hcg ii pregnancy tests from same lot. Sample 1: initial clearview hcg ii showed a faint blue line that was just visible but a deeper shade across half the line. Two repeat tests at the hosp using same lot of clearview hcg ii were negative (device 1). Sample 2: initial clearview hcg ii test showed a partial blue line in the result window. Two repeat tests at the hosp using the same batch of clearview hcg ii were negative. Hcg concentration in the sample was reported to be 8 miu/ml. (Device 2)